Manufacturer narrative:
Covidien reference number: (B)(4). The medtronic service engineer replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen. There was no patient involvement.